Event description:
It was reported that the pt underwent a balloon ablation procedure in 2005. Hysterocopy was not performed. The uterus was gently sounded (anteverted position) and there was no loss of resistance. The balloon was introduced and a stable pressure of 180 mmhg was maintained for six minutes, and then the pressure dropped suddenly. The procedure was discontinued immediately. The pt remained in the hospital for two days for observation and was then discharged. Eleven days later the pt was re-admitted with abdominal pain. Three days later, a laparoscopy was performed and it was noted that the uterus and sigmoid canal were perforated. The pt was given intravenous antibiotics, and a total abdominal hysterectomy, a bilateral salpingoopherectomy, a loop colostomy, and suture repair of the colon were performed. The pt was discharged a week later with colostomy bag.